Event description:
It was reported that the customer had unexplained alarms. Troubleshooting was declined. No additional information was provided.

Manufacturer narrative:
It was reported that the customer received a button error alarm. Customer's blood glucose level at the time mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.